Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received the hrm task did not grant motor power in reasonable time. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer received request to rewind insulin pump. Customer was unable to complete insulin pump rewind. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 37 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 82 alarm due to pump error 37 alarm.